Event description:
It was reported that heparin (concentration 500ml, heparin additive 25,000 units + 0.45% nacl premix) started at 1335, two nurse witness checked the rate of 39.6ml/hr. At around 1700, the pump was beeping "air-in-line" and found that there was no liquid in medication bag. The entire 500ml was reportedly infused in 3 hours, 25 mins. Rn assessed pump. Pump stopped. Pump still showed 386ml to be infused. Rn assessed floor and surrounding area for any liquid on the floor, no liquid present. Due to the event, the blood result for ptt level was critically high, greater than 200 and the patient had a bright red blood in the rectal area. The patient was then transferred to intermediate care unit (imc) from medical-surgical unit and telemetry monitoring was initiated. Protamine IV 50mg and two (2) units fresh frozen plasma was administered; CT head and cta abdomen and pelvis were performed. The patient lab results later normalized, and no other bleeding reported. It was reported that the hospital¿s internal investigation revealed that the issues were due to ¿door not being closed completely, but enough that the pump allowed the infusion to start.¿ bd learned additional information from the hospital's clinical engineering team. It was reported that an internal investigation was conducted. The alaris pump module was tested by programming a basic rate infusion at 20ml/hr. With a flow at 10 ml. "Once the basic infusion started, after 30 mins the pump infusion had a at rate 51.1ml/hr. And a volume of 24.05ml." The clinical engineering technician believes the issue "is with possibly the bezel, motor board and/or the motor itself." The clinical engineering technician changed the motor board, conducted a rate calibration, and flashed the logic board, and repeated the same steps as before with the same flow rate, volume, and time. The pump reportedly infused at 20.8ml/hr., volume at 10.42 ml, and time for 30 mins.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an over infusion of heparin ¿ door not being closed completely is most likely the result of a damaged upper platen hinge post with the investigation replicating the occurrence of unregulated flow during testing. ¿ the suspect pump module (s/n: 14040886) event log which only contains minimal infusion details such as rate, volume to be infused (vtbi), and alarm events, showed an infusion was started on the date 30jun2023, at the time of 1:35 pm. The infusion rate was at 39.6ml/h with the volume to be infused (vtbi) at 500ml. The infusion stopped at the time of 4:28 pm with an air in line alarm. The infusion was not restarted after the air in line alarm. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of a pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. O the pump module event log could not determine why the infusion that was programmed to infuse for approximately 12.5 hours was terminated early after only infusing for approximately 3 hours. ¿ the inspection and testing process confirmed a broken platen upper hinge post and replicated the occurrence of unregulated flow. Temporary replacement of the damaged platen assembly, for testing purposes only, resulted in the pump module passing the repeated unregulated flow testing process. ¿ the pump module had impact damage at its lower front corners of the door and rear case. The investigation could not determine if this damage was associated with the broken upper platen hinge post. ¿ per product labeling, alaris system user manual (v12.1), states within warnings and cautions, states within warnings and cautions, ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ o ¿to prevent a potential free-flow condition, do not use a pump module if it is damaged in any way or does not appear to be functioning as expected. Free-flow can result in patient harm (see bd alaristm pump module set loading on page 90).¿ o the bd alaristm pump module set loading section states: ¿open the pump module door. Look at all visible surfaces and moving parts for any signs of damage, including cracks and loose parts.¿ o the inspection requirements states: ¿perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 365).¿ o ¿to ensure that the bd alaristm system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair.¿ ¿ bd identified that use error was the cause for breakage at the upper platen hinge post. ¿ it was reported via email that biomed testing found the motor controller board to be causing infusion rate inaccuracy; however, this could not be confirmed by bd laboratory testing. It could not be determined if the biomed testing was performed with the platen upper hinge broken. ¿ the received motor controller board was found to have an open fuse on the board and would not power up when received. This finding is not believed to be associated with the report of an over infusion or the door not closing completely. The motor controller board not powering up was not reported to bd. The cause for the open fuse on the board was not determined during the investigation. ¿ temporary replacement of the fuse, for testing purposes only, found the motor controller board to be operating as expected with it passing functional rate accuracy testing while within a laboratory test pump module. The system software performs checks of critical voltages and mechanical pumping mechanism movement during power on self-testing (post) and while infusing. Any breaches of software¿s specifications would record an error event within the device error log. No errors occurred during the reported incident or during the testing process, and because of this outcome, it was deemed un-necessary to perform voltage measurements on the motor controller board. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that heparin (concentration 500ml, heparin additive 25,000 units + 0.45% nacl premix) started at 1335, two nurse witness checked the rate of 39.6ml/hr. At around 1700, the pump was beeping "air-in-line" and found that there was no liquid in medication bag. The entire 500ml was reportedly infused in 3 hours, 25 mins. Rn assessed pump. Pump stopped. Pump still showed 386ml to be infused. Rn assessed floor and surrounding area for any liquid on the floor, no liquid present. Due to the event, the blood result for ptt level was critically high, greater than 200 and the patient had a bright red blood in the rectal area. The patient was then transferred to intermediate care unit (imc) from medical-surgical unit and telemetry monitoring was initiated. Protamine IV 50mg and two (2) units fresh frozen plasma was administered; CT head and cta abdomen and pelvis were performed. The patient lab results later normalized, and no other bleeding reported. It was reported that the hospital¿s internal investigation revealed that the issues were due to ¿door not being closed completely, but enough that the pump allowed the infusion to start.¿ bd learned additional information from the hospital's clinical engineering team. It was reported that an internal investigation was conducted. The alaris pump module was tested by programming a basic rate infusion at 20ml/hr. With a flow at 10 ml. "Once the basic infusion started, after 30 mins the pump infusion had a at rate 51.1ml/hr. And a volume of 24.05ml." The clinical engineering technician believes the issue "is with possibly the bezel, motor board and/or the motor itself." The clinical engineering technician changed the motor board, conducted a rate calibration, and flashed the logic board, and repeated the same steps as before with the same flow rate, volume, and time. The pump reportedly infused at 20.8ml/hr., volume at 10.42 ml, and time for 30 mins. Bd learned additional information during bd's onsite visit. It was reported that the pump module was inspected by bd representative and found a "broken upper platen hinge." It was also reported that the nurse described hanging the IV heparin bag around 13:30 with a second nurse because it required dual sign off. The other nurse loaded the IV set and closed the pump door. The nurse did not recall anything out of the ordinary occurring during set-up. The nurse recalled scanning the system, verifying the rate and ensuring there was flow in the drip chamber before leaving the room. The patient was being frequently checked on, and before 5pm, during rounds, the pump was alarming air-in-line causing the IV bag to ¿suck itself together¿. There were no errors or alarms prior to this time. The nurse turned off the pump, unhooked the patient and tagged the pump. The charge nurse and doctor were alerted, and stat labs were drawn among other treatments as previously reported.